Manufacturer narrative:
Sientra complaint: (B)(4). Sientra performed testing on batch/lot retained by the manufacturer. Investigation: the device was tested to iso 10079 which specifies that containers must be tested to 95kpa for implosion resistance. It appears that some liposuction machines can go beyond this 95kpa threshold and increase the possibility of device cracks/implosion. It is recommended that users replace the unit after a crack or implosion to mitigate any risk of plastic particles that may be generated. Patient's age was not provided therefore defaulting to (B)(6) years. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade unknown and left-side malposition.